Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's son reported via phone call of issues with customer's insulin pump. The customer's pump was reported to be stuck in rewind loop. The son states the pump alarmed for compromised force sensor system alarm. The customer was advised that the pump would be replaced and returned for analysis. No further information provided.

Manufacturer narrative:
The insulin pump alarmed prime during the basic occlusion test due to loose/protruded drive support disk. Unable to perform occlusion, prime and excessive no delivery test due to prime alarm. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked case, missing end cap sticker and cracked battery tube threads.